Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No drive / motor anomaly noted. Unit received with intermittent esc and act button due to flattened dome switches. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the act butt is not responding and the piston does not stop moving while priming. Advised customer to discontinue use of device and revert to back-up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 144 mg/dl provided at time of reporting. Nothing further reported.